Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have migrated to a lower position. X-rays were completed and able to confirm the lower position of the device. A new automatic setup was completed; however the achieved score was noted to be low. Rhythmcare discussed possible programming options including performing defibrillation threshold (dft) testing and provided further troubleshooting options to be considered. This device remains in service. No adverse patient effects were reported.